Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged filter tilt, detachment, and retrieval difficulties resulting in the filter remaining implanted as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: rnf. Warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and /or dislodgment due to large clot burdens. Warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. - filter malposition. - filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment the filter allegedly tilted, embedded and detached. It was further reported that an unsuccessful attempt was made to retrieve the filter. The current status of the patient was not provided.

Event description:
It was reported through the litigation process that sometime post filter deployment the filter allegedly tilted, embedded and detached. It was further reported that an unsuccessful attempt was made to retrieve the filter. The current status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, detached, struts perforated into spine and ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was reported that the detached filter struts retained in spine and ivc. The patient experienced back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, the patient underwent unsuccessful retrieval attempt. Despite using multiple maneuvers, the filter was not able to be retrieved due to tilt. Also, it was further reported that two legs appear to be embedded in the spine. There was third leg that goes through the wall. There was one leg that appears to be bent and to the right of the colon. Approximately twelve years post filter deployment, x-ray revealed the apex of the filter was located at the level of the lower l2 endplate and tilted to the patient¿s right and one of the spines of the filter appears fractured. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and retrieval difficulties. However, the investigation is inconclusive for filter limb detachment. Based on the provided medical records, there is no clear evidence to confirm for filter limb detachment as it reported that the filter limb has ¿appeared¿ to be fractured and two legs appear to be embedded in the spine. Per medical records, multiple attempts were made to retrieve the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Additional narrative: description of event or problem, report source, premarket identification, adverse event problem (device: 4001). Adverse event, type of reportable event, adverse event problem(patient), (device), (method), (result), (conclusion).